Event description:
The customer stated that his blood glucose readings had been higher than usual. On one occasion, he received a high reading and took insulin based on the reading. The customer alleged that his blood glucose dropped so low that he almost went into a diabetic coma. His son gave him some juice to raise his blood glucose level. No outside medical attention was required. The customer performed control tests while troubleshooting and the results were within the normal control range. The test strips and meter are still to be returned for evaluation. Replacement products were sent to the customer.